Event description:
It was reported that the defibrillation test failed. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the replaced patient connection assembly, therapy pca, and therapy capacitor required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillation test failed. There was reportedly no patient involvement.